Event description:
A home pt contacted baxter's technical service center for a low drain message that appeared on the display of the homechoice machine during drain 3/5 of his peritoneal dialysis therapy. Per initial report, the home pt stated that his cat had cehwed through the pt line of the homechoice set. Baxter's technical service center assisted the home pt in ending the thherapy early. No pt injury or medical intervention was indicated at the time of initial report.